Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show that one closure top had migrated out of its screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient had pain and heard a creaking sound about a week post-operatively. Subsequent imaging showed that the closure top migrated out of the screw at left t12. A revision surgery was performed where the closure top was removed and replaced without removal of the rod and screw. This is report two of two for this event.

Manufacturer narrative:
D4: catalog number: 709m8550, 709m8555, or 709m8560. D4: UDI number: (B)(4). The remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00041.

Event description:
It was reported that a patient had pain and heard a creaking sound about a week post-operatively. Subsequent imaging showed that the closure top migrated out of the screw at left t12. A revision surgery was performed where the closure top was removed and replaced without removal of the rod and screw. This is report two of two for this event.